Event description:
A physician reported bilateral fractured ozark screws at c7 approximately eight months after implantation. The patient has been revised. This report captures the first of two screws.

Manufacturer narrative:
Visual, functional, dimensional, and material analysis were unable to be performed as the device was not returned for evaluation. A review of device history records and complaint history could not be performed as a valid lot code was not provided. It was reported that the device fractured but this could not be confirmed because the device was not returned and no imaging was provided by the initial reporter. It is not clear what may have caused the screws to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. Ultimately, no root cause could be determined based on the available information.

Manufacturer narrative:
Device location currently unknown.

Event description:
A physician reported bilateral fractured ozark screws at c7 approximately eight months after implantation. The patient has been revised. This report captures the first of two screws.